Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) due to hyperglycemia caused by blockage in tubing event on (B)(6) 2025. Blood glucose level was high at the time of the event and got treated with insulin shot. The duration of hospitalization was greater than 24 hours. Patient was experienced the symptoms of sick/unwell, and extreme dizziness at the time of the event. No further information available.